Manufacturer narrative:
The electrolyte analyzer mod 9180 serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable roche 9180 lithium electrode results from the electrolyte analyzer mod 9180. The samples were repeated at another laboratory using an unknown analyzer(s). Sample 1 initial result was < 0.10 mmol/l. This was questioned as the patient was undergoing drug therapy. The repeat result on an unknown date was 0.53 mmol/l. The following samples were initially tested on (B)(6) 2026, and repeated on (B)(6) 2026. Sample 2 results were <0.10, 0.20, and 0.20 mmol/l. Sample 3 results were 0.17, 0.40, and 0.40 mmol/l. Sample 4 results were 0.39, 0.60, and 0.70 mmol/l. Sample 5 results were 0.46, 0.70, and 0.80 mmol/l. Sample 6 results were 0.39, 0.50, and 0.60 mmol/l. The following samples were initially tested on (B)(6) 2026. Sample 7 initial result was 0.63 mmol/l, and the repeat result was 0.80 mmol/l. Sample 8 initial result was <0.10 mmol/l, and the repeat result was 0.2 mmol/l. Sample 9 initial result was 0.30 mmol/l, and the repeat result was 0.40 mmol/l. Sample 10 initial result was 0.58 mmol/l, and the repeat result was 0.70 mmol/l.